Event description:
On 26 july 2024, senseonics was made aware of an incident where user was inadvertently inserted with an expired sensor.this occurred after the insertion tool that was supposed to be used to insert the sensor was dropped by the hcp. Both the insertion tool and the sensor were discarded. The territory manager (tm) was reached out to gather more information about the incident. Based on the additional information that was received on 26 july 2024, there was no malfunction with the insertion tool and the hcp had dropped the insertion tool (along with the sensor) by accident. The tm had left the expired sensor along with other supplies in the hcp's office.

Manufacturer narrative:
It was reported that the user was inadvertently inserted with an expired sensor. This occurred after the insertion tool that was supposed to be used to insert the sensor was dropped by the hcp. Both the insertion tool and the sensor were discarded. The territory manager (tm) was reached out to gather more information about the incident. Based on the additional information that was received on 26 july 2024, there was no malfunction with the insertion tool and the hcp had dropped the insertion tool (along with the sensor) by accident. The tm had left the expired sensor along with other supplies in the hcp's office. While tm was away, the hcp inadvertently inserted the expired sensor without tm's knowledge. The tm was informed that sensor performance could not be guaranteed and that the user should be instructed to follow up with their hcp.